Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) number is k073231.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. The battery contact was contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. At the time, the patient was managing her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine; however, during that same time, the patient was "switched from pump to shots". The patient denied developing symptoms due to the reported issue. No additional treatment was specified. The patient reportedly tested on another device; however, results were not specified. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.